Event description:
The equipment can be touched on/off times 2 in succession to turn the equipment off. Pt was pacemaker dependent asystole without it. He was carrying the device with him when the equipment turned off and he fell (it is not known whether it was off before the fall and that is what caused the fall-or if he fell on it turning the equipment off completely.) Equipment checked by hosp bio-med engineering staff. Pt did undergo implantation of permanent pacemaker subsequent to this event. The last maintenance to this unit by medtronic occurred march 1998. Bio-med engineering has checked it for problems and found none.